Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed open sores on his back, where the electrodes are placed. The patient's nurse reported that the sores were about the size of quarters. It was reported that the patient developed sores due to the electrodes rubbing on the patient's skin. The patient reportedly sits for a long time and when moving, the electrodes are pressed against him, rubbing and causing sores. The patient's doctor advised the patient to remove the device until the sores heal. Multiple attempts were unsuccessful and the outcome of the irritation is unknown.